Event description:
It was reported that the patient presented to the emergency room for shortness of breath. It was noted that the patient rate was at 150 beats per minute (bpm). It was noted that this right atrial (ra) lead exhibited high capture thresholds and possible loss of capture (loc). A chest x-ray was done and found no lead position changes. The lead remains in use. No additional adverse patient effects were reported.